Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera was cycling and froze for a second. The pcoip unit was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the camera cart monitor cycled during the case. The monitor did come back up and functioned as intended. The surgery was completed and there was no impact on patient outcome.

Manufacturer narrative:
The pcoip zero client was returned to the manufacturer for analysis. Analysis found that the reported problem was confirmed. The pcoip client was tested and logs indicated software reboot at 1 hr 40 min,1 min 30 sec, 6 min 51 sec, 25 min 30 sec, and 57 sec. Analysis found that the reported event was related to an electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.